Event description:
It was reported an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient´s mobile phone wasn't beside her at that time but it was only less than 10 feet from her. However, the display stopped reading, no alerts/error and it was just blank. But, when the parent checked her bg meter, she was already at 40 mg/dl and the cgm wasn't showing anything at all. The parent said this caused the patient to almost die. The patient was shaking and was hard to wake up. The parent treated her with sugar tablets and she called the patient's pediatrician to inform him about what happened. The pediatrician didn't provided or advise any medications since the parent already provided her with sugar tablets. At the time of the report the patient was already fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
B5 describe event or problem - additional. D4 catalog no - correction. D4 serial no- correction. D4 lot no - correction. D4 expiration date - additional. Primary UDI number - correction. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported an adverse event occurred. The sensor was inserted into the arm on 03/17/2025. On 03/22/2025, it was reported that the patient´s mobile phone wasn't beside her at that time but it was only less than 10 feet from her. However, the display stopped reading, no alerts/error and it was just blank. But, when the parent checked her bg meter, she was already at 40 mg/dl and the cgm wasn't showing anything at all. The parent said this caused the patient to almost die. The patient was shaking and was hard to wake up. The parent treated her with sugar tablets and she called the patient's pediatrician to inform him about what happened. The pediatrician didn't provided or advise any medications since the parent already provided her with sugar tablets. At the time of the report the patient was already fine. An analysis of the performance data indicates that the sensor session was started at 11:59 am on (B)(6) 2025. The session lasted 7 days and 13 hours and ended when the sensor failed due to progressive sensor decline on (B)(6) 2025 at 12:52 am. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, additional information for the data investigation became available. It was reported an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2025. On 03/22/2025, it was reported that the patient´s mobile phone wasn't beside her at that time but it was only less than 10 feet from her. However, the display stopped reading, no alerts/error and it was just blank. But, when the parent checked her bg meter, she was already at 40 mg/dl and the cgm wasn't showing anything at all. The parent said this caused the patient to almost die. The patient was shaking and was hard to wake up. The parent treated her with sugar tablets and she called the patient's pediatrician to inform him about what happened. The pediatrician didn't provided or advise any medications since the parent already provided her with sugar tablets. At the time of the report the patient was already fine. An analysis of the performance data indicates that the sensor session was started at 11:59 am on (B)(6) 2025. The session lasted 7 days and 13 hours and ended when the sensor failed due to progressive sensor decline on (B)(4). 2025 at 12:52 am. During the time period of interest, the log contained multiple temporary sensor failures and signal loss events, however there was no alert because both had been previously disabled by the user. In addition, the user had also previously disabled the high glucose alert. Progressive sensor decline occurs when the measured sensor current has signs of end of life and is unlikely to recover (replace sensor now message). The exact cause of the sensor failure could not be determined during the investigation of the data. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.